Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose after workouts, walks, and other activity while using the ilet with a dexcom g7 and inset infusion set (6 mm, 23 in), and subsequently discontinued use of the system. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included no reported injury or hospitalization. Troubleshooting and education were provided, including guidance to pause insulin during activity, but the user declined further troubleshooting due to discontinuation. Investigation included customer interview and product-use review. Investigation of this case revealed no device malfunction reported, and the cause of hypoglycemia remained unclear in the context of activity-related insulin sensitivity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.